Manufacturer narrative:
Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial #: (B)(4), product type: recharger; product ID: 37743, serial #: (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with his device or therapy.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and acute pain; the patient experienced this over the few months previous in his back down to his feet. The patient was also feeling stimulation in the wrong location. When he "moved a certain way" like "bends or twists," he felt stimulation in his stomach. The patient was also feeling stimulation in his inner leg and "more towards the top" of his right thigh. The patient wished to have stimulation more in the middle of his back and down the outer sides of his thighs. It was noted that the patient had "a slip or two here and there." The patient slipped a few weeks previous but didn't fall to the ground; he did not have his device checked since the falls and slips. It was noted that the patient had a discectomy in 2006 and a fusion on vertebrae l4 and l5 in 2008; both surgeries failed which lead him to getting his implantable neurostimulator (ins) implanted. The ins "worked great for the first year" until the patient felt the pain in his back down to his feet. The patient tried using all of his pre-assigned programs but did not find relief from the pain. The last reprogramming session the patient had was "at the beginning of 2011." It was further noted that the patient's patient programmer (pp) had gotten wet, dropped, or crushed. The patient saw "lines" through his pp screen from left to right, making it difficult for him to read. Additional information has been requested, but was not available as of the date of this report.